Event description:
While attempting to remove io in left tibia, low resistance was felt, but catheter snapped, leaving needle imbedded in bone. Io placed was 25mm, 15guage ez-io. Catheter removed later by ortho surgery.